Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, while ablating in the left inferior pulmonary vein, the patient became hypotensive and an echocardiogram revealed a two centimeter pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The procedure was then completed. The perforation was thought to have occurred during the transseptal puncture with the brk needle. There were no performance issues with the device.